Manufacturer narrative:
On 07/26/2013- nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.

Event description:
It was reported to nova biomedical that a consumer received a result between 250-275 mg/dl on their blood glucose meter. The consumer administered 30 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic even requiring medical intervention. The meter and test strips will be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.